Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was displaying no capture at post implant check. An x-ray and fluoro was performed and found that the lead had dislodged one day post implant. The lead was explanted and there were no adverse patient effects reported.